Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the therapy electrodes and bruising under some of the ECG electrodes. The patient was given a prescription cream from his physician. The patient also removed the lifevest. Follow-up indicated that the irritations were healing.